Manufacturer narrative:
This report is submitted on july 31, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site, one month post-operatively. Subsequently, the patient was prescribed a course of oral antibiotics for a duration of one week.

Manufacturer narrative:
It has now been reported that there was a possible infection and was also treated with an oral steroid. This report is submitted on (B)(6) 2017.